Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant illness. Breast implant illness symptoms such as neurological symptoms, brain fog, limb numbness, swallowing problems, breast pain, swollen lymph nodes, rib and chest pain, palpitations, anxiety, fatigue, night sweats."

Event description:
Patient reported to regulatory body "breast implant illness. Breast implant illness symptoms such as neurological symptoms, brain fog, limb numbness, swallowing problems, breast pain, swollen lymph nodes, rib and chest pain, palpitations, anxiety, fatigue, night sweats." This relates to the left device. Device remains implanted.